Manufacturer narrative:
Result: fowler slowly drifting down.

Event description:
It was reported by service report that the fowler was slowly drifting down. No pt involvement or adverse consequences were reported.